Event description:
Report 9 of 16: it was reported while using bd vacutainer® safety-lok¿ blood collection set, one healthcare worker stuck themselves with the needle after the safety mechanism that did not activate correctly. Customer reported that some users are experiencing difficulties activating the slbcs safety mechanism and that several needlestick injuries occurred in 2025. The following information was provided by the initial reporter: "please find attached the information I received regarding needle stick injuries involving your device (2025 analysis¿no lot numbers available). Another employee pricked themselves while disposing of the device due to a safety mechanism that did not activate correctly." There was no other health impact or consequences reported.

Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.